Event description:
It was reported that the patient experienced issues with getting his implantable pulse generator ipg to fully charge. The patient would charge up to 2 bars and then by the next morning the remote control would indicate that the stimulator battery was low. A database analysis confirmed the patient is charging more frequently in order to maintain battery voltage. It also revealed that on one occasion therapy was turned off for a few hours and after that the ipg started to deplete faster than expected. The history counters do not confirm any issues with the functionality of the ipg. Additional information was received that the patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
The ipg passed external visual inspection. It was placed to charge for one four hour charge cycle and the charger began double beeping and it measured about 3.9vdc. However, an analysis of the ipgs data log revealed that on one occasion therapy was turned off for a few hours and after that the ipg started to deplete faster than expected. It was stated that electrocautery was used on that date.

Event description:
It was reported that the patient experienced issues with getting his implantable pulse generator ipg to fully charge. The patient would charge up to 2 bars and then by the next morning the remote control would indicate that the stimulator battery was low. A database analysis confirmed the patient is charging more frequently in order to maintain battery voltage. It also revealed that on one occasion therapy was turned off for a few hours and after that the ipg started to deplete faster than expected. The history counters do not confirm any issues with the functionality of the ipg. Additional information was received that the patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced issues with getting his implantable pulse generator ipg to fully charge. The patient would charge up to 2 bars and then by the next morning the remote control would indicate that the stimulator battery was low. A database analysis confirmed the patient is charging more frequently in order to maintain battery voltage. It also revealed that on one occasion therapy was turned off for a few hours and after that the ipg started to deplete faster than expected. The history counters do not confirm any issues with the functionality of the ipg.